Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer stated display returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.